Event description:
It was reported on the day following the implant, an inappropriate rate change was noted in the electrogram indicating a potential issue. Lead dislodgement was confirmed by the chest x-ray. The lead was revised a couple of days later and there were no adverse consequences to the patient.